Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in canada. This was a case of an implant of 26mm edwards sapien 3 ultra transcatheter heart valve, by transfemoral approach. As reported, the patient had a preexisting non-edwards surgical valve and underwent tavr with a non-edwards transcatheter valve. Post implant of the non-edwards transcatheter valve, there was severe paravalvular leak (pvl). To treat the pvl, a sapien 3 ultra 26 was prepped and deployed under rapid pacing within the non-edwards valves with +2cc. The pvl improved to moderate but there was central aortic insufficiency (ai). A 3rd valve, (a sapien 26mm s3u), was prepped nominal and deployed within the non-edwards/s3u in situ. This was successfully implanted with no ai and the pvl was resolved with the second sapien 3 valve implanted. Patient remains in critical condition and on pod#4 it was reported that the patient remained under observation on comfort measures.

Manufacturer narrative:
The device was not returned for evaluation as it was remained implanted/discarded. Therefore, a no product return engineering evaluation was performed. An image was provided by the site and was reviewed revealing the following observations: the s3u valve appeared to be adequate seated within pre-existing valves per valve-in-valve patient screening and procedural training manual. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of central regurgitation was unable to be confirmed based on the provided imagery. A review of DHR did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. An existing edwards' technical summary has documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and deployment. As reported, ''to treat the 'non-edwards valve' pvl, a sapien 3 ultra 26 was prepped, +2cc and deployed under rapid pacing within the 'non-edwards valve'. The pvl improved to moderate but there was new central ai.'' Additionally, per provided medical opinion, ''it is possible it was filled with more than +2cc.'' Overinflation is identified as one of the potential root causes of central regurgitation per technical summary. Per training manual, ''use nominal volume. The delivery system requires a prescribed volume for thv deployment and proper function.'' Deploying the valve using more than the prescribed volume may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation may prevent proper motion of the thv leaflets, resulting in thv regurgitation as such available information suggests that procedural factors (overinflation) may have contributed to the reported event. Since no labeling or IFU/training inadequacies were identified, no corrective/preventive action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.